Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
It was reported that the unit was damaged after it fell potentially causing an audible alarm issue. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.